Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2022-00068 through 3012447612-2022-00070.

Event description:
It was reported that three sequoia closure tops stripped when the surgeon was torqueing them. The closure tops were removed. There was no delay or impact on the patient. This is report two of three for this event.

Manufacturer narrative:
Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed no damage to either the screw drives or threads. Potential cause root cause was unable to be determined as no product issue was identified. DHR review per DHR review, the part was likely conforming when it left zimvie control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that three sequoia closure tops stripped when the surgeon was torqueing them. The closure tops were removed. There was no delay or impact on the patient. This is report two of three for this event.